Manufacturer narrative:
To date, the device has not been returned to olympus, but it is expected to be returned for evaluation of the reported event. Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a green image while using the endoeye video telescope. There was no patient harm associated with the event.

Manufacturer narrative:
H9 correction and removal number: 3011050570-10/24/2023-001-r. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a defective cable unit. The following causes could be prioritized for the failure ¿green image¿: 1. Cable pins of breakaway connector are too small for shield cables ¿ shield cables are grouped of up to four single cables and this shield group is too big in diameter for the pins of breakaway connector. Soldering joints of shield group might be too weak to withstand the forces within cable. 2. Sealing compound within breakaway connector does not seal the soldering joints and bare cable contacts completely against steam ¿ corrosion on the soldering joints and bare cables can be seen after several autoclave cycles. 3. Manufacturing jig 5016938 not fully suitable for soldering process ¿ cables and soldering joints are under stress during manufacturing process and this can lead to premature damages of the soldering joints. 4. Soldering process at oste is not up to date. New guidelines for soldering process are available ¿ the new guidelines improve soldering stability and manufacturability of ¿good¿ soldering joints. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 date of the initial medwatch # 206432. The correct g3 date should be 28nov2023.

Event description:
The procedure was for an unspecified diagnostic procedure and was completed using a similar device. There were no delay.